Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria for lot 3929165. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2018 and the mesh was implanted. The patient experienced vaginal erosion, tightness in the lower abdomen, urinary tract infections, vaginitis, lower back pain, affected vaginal sensitivity and difficulty in urination. No further information is available.